Event description:
Related manufacturer reference number: 3006705815-2022-16909. It was reported the patient experienced ineffective therapy. Lead diagnostics indicate high impedances of both patient's leads. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from (B)(6) 2022. This issue is documented in help-ticket (B)(4). The initial submission attempt was performed on (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue.